Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a blank display from the insulin pump. The customer's blood glucose level was 138 mg/dl. The customer stated that the screen stopped working and the pump will light up and vibrate. The customer stated that the pump has not been dropped or bumped. The customer stated that the pump was not exposed humidity. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The pump had a blank display due to moisture damage on the electronics. No vibration anomaly was noted. Unable to verify the backlight display anomaly due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.